Event description:
I had total hip replacements on the right and left hips. I choose metal on metal hip replacements thinking they would be durable. Over time I had bone growth on the left hip that caused pain. I had revision surgery done (B)(6) 2015. Surgery went well with the replacement parts, but the surgeon removed significant amount of bone. Two weeks after surgery I came down with an infection. I was hospitalized for seventeen days and was told it was an unknown organism. Now I'm going to have a revision surgery done on my right hip because of high chromium levels in my blood and the pain that goes with it.